Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "down" softkey navigation button was damaged and didn't work. There was no pt involvement.